Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the iol was unstable and a posterior capsule rupture occurred. The ophthalmologist decided to remove the iol. Additional information was provided by the surgeon, who confirmed that the unstable iol was removed during the initial procedure and immediately replaced with a new one in the same procedure. Additional information has been requested.